Manufacturer narrative:
(B)(4). The following additional details were obtained via follow-up communication with the physician: the physician reported that ischemic colitis was likely due to the embolization of the inferior mesenteric artery performed during the procedure. The physician reported that ischemic colitis is a very rare phenomenon and can be caused by coverage of other major lumbar arteries. The physician reported that biopsies taken during a colonoscopy verified the diagnosis. (B)(4). The instructions for use for gore excluder aaa endoprosthesis address the potential for the following adverse events among others: ¿adverse events that may occur and / or require intervention include, but are not limited to: bowel (e.g., ileus, transient ischemia, infarction, necrosis)¿. Additional devices implanted on (B)(6) 2016: gore excluder aaa endoprosthesis / plc231000 23mm x 10cm / lot#14331615. Gore excluder aaa endoprosthesis / plc201000 20mm x 9.5cm / lot#14531567.

Event description:
It was reported to gore that on (B)(6) 2016 a patient underwent the placement of three gore&#59397;excluder aaa endoprostheses for the treatment of an abdominal aortic aneurysm. On (B)(6) 2016, the patient experienced ischemic colitis and was administered antibiotics. No additional action was taken and the patient was discharged from the hospital on (B)(6) 2016.